Event description:
Three days after treatment with juvederm ultra plus in the nasolabial folds, the pt presented with erythema, edema and pain at the infection site. The pt was given a 60ml shot of kenalog, and was prescribed k-flex, topical steroids and pain medication. Not known at this time if the treatment was given to hasten resolution of symptoms or to prevent worsening of symptoms that would lead to permanent damage. Follow up is in progress. MFR's approach to compliance is to resolve all doubt in favor of reporting.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.